Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device reached elective replacement indicator (eri) but three months ago battery longevity showed one year remaining. Boston scientific technical services (ts) then explained that there was no premature battery depletion (pbd) advisories however, based on the age this could be low voltage fault. Ts then suggested device replacement and return device for analysis. Additional information obtained from the field confirmed anomaly on device longevity and that device was scheduled for replacement. To date, the device remains in service. No adverse patient effects were reported.